Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis which was manifested by abdominal pain. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. The patient was treated with vancomycin (2 gram, every other day, route and duration not reported) and ceftazolin (1 gm, every day, route and duration not reported). At the time of this report the patient was recovering from this peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.